Event description:
A stonetome was used for a therapeutic ercp. During the procedure, the cutting wire broke, and got hung up inside the ampulla. The product was removed with no intervention, and procedure was completed with another device.